Event description:
It was reported during testing at the user facility, pieces of insulation were chipped off the tips of the device, posing the risk of a material being lost in a surgical site. There were no adverse consequences related to this event.